Event description:
The customer reported to olympus that the evis exera iii video system center secondary monitor lmd-x301s had no image. There was no patient harm associated with the event.

Manufacturer narrative:
The device was evaluated and reviewed cabling on evis exera iii video system center (cv-190) serial digital interface (sdi) out 1 was connected to another piece of equipment, non-olympus. Sdi out 2 goes to a converter box to high-definition multimedia interface (hdmi). The secondary monitor was an lmd-x310s, there was an sdi cable connected to sdi 2 in, then to the wall, out of the wall the sdi cable was not connected. Instructed customer to temporarily remove the sdi out 1 cable and connect sdi cable coming from the wall. Now there was an image on the secondary monitor. Instructed customer to remove the sdi out 1 cable connected to cv-190 and connect sdi cable coming from the wall. It now has an image on the lmd-x310s secondary monitor. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Information added to the field: h6. Correction field: g2 (remove health professional). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 9 years since the subject device was manufactured. Based on the results of the investigation, it was presumed that the report was caused by an incorrect connection of the serial digital interface cable although it was not possible to reproduce because the product was not returned to the local repair center and root cause could not be identified. Olympus will continue to monitor field performance for this device.